Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation, the device stopped working and the patient's husband states the motor has burned up base upon the odor. Customer is not sure what the smell was they did not describe the smell. The device was not returned. If additional information is received a follow up report will be submitted.

Event description:
The manufacturer was contacted in reference to a dream station 2 device. The manufacturer received information alleging that the device stopped working and has an odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center. During the evaluation of the device, the third party service center visually inspected the device and found evidence of a faulty main pca board due to thermal damage. During the evaluation, water damage to the main pca board was also observed.

Manufacturer narrative:
The manufacturer was contacted in reference to a dream station 2 device. The manufacturer received information alleging that the device stopped working and has an odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center. During the evaluation of the device, the third party service center visually inspected the device and found evidence of a faulty main pca board due to thermal damage. During the evaluation, water damage to the main pca board was also observed.

Manufacturer narrative:
Repair evaluation information was received on 2/25/2025 and h11 is updated as: the patient reported to philips that while using the dreamstation, the device stopped working and the patient's husband states the motor has burned up base upon the odor. Customer is not sure what the smell was they did not describe the smell. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil observed burn marks on the ui display bezel. A dust-like contaminant was observed on the top enclosure, center enclosure, and iso port, inlet/outlet seal, on the blower box cap, inside the inlet of the blower box, on the blower, blower seal, and blower box. What appeared to be dried liquid spots. The ui display bezel, top enclosure and iso port were observed to have what appeared to be dried liquid spots with potential mineral deposits on them. The q4 component on the pca was observed to have thermal damage, along with areas of corrosion to the pca, both likely due to liquid ingress to the pca. A dust-like contaminant and hair-like particles were observed on the bottom enclosure. Pil was able to confirm the complaint of no power to the device. Section g and h is updated in this report.